Event description:
Part of this event was originally reported in MFR report #3004209178201009626. However, this report was generated to clarify the event of the neurostimulator listed in this report. The pt had this neurostimulator system removed due to device movement and erosion. The pt also developed an infection at the site of the device. It was noted that the pt had been getting relief from the device while it was implanted. The pt was last seen on (B)(6) 2010 and her overactive bladder symptoms were much worse. The physician planned to allow for healing of the incision site and complete recovery from the infection and then implant a new device system. The pt rec'd a new neurostimulator on (B)(6) 2011. If add'l info becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).